Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said they have a "bad lead and the energy traveling down the lead is not correct and another lead is going to be implanted." The patient could not give any other detailed information. According to device records, both of the patient's leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.